Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 would not accept instruments. The tse confirmed error 22020 in the logs pointing to usm 3. The customer elected not to use usm 3 to continue with the procedure. The tse advised the customer to perform hard power cycle on the patient side cart (psc) at the end of the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In logs, the 22020 error was found indicating that degree-of-freedom (dof) 7 and dof 8 are not functioning properly causing the monopolar scissors and large needle driver not to function in the field. In confluence the use of these typical basic instruments not functioning causes error 22020 fault engagement failed to start indicating the dof 7 and dof 8 malfunction. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. The probable root cause is attributed to communication errors pertaining to the carriage dof 7 and dof 8 assemblies.

Event description:
Refer to h11 for follow-up information.